Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient underwent routine magnetic resonance imaging (MRI) check in (B)(6) 2017. According to the report, the doctor used the pressure regulating tool to adjust the pressure back to the original pressure. Although the pressure file prompted correctly, the patient still appeared to have symptoms of vomiting, incontinence, and difficulty walking. Reportedly, the pressure was adjusted several times in (B)(6) 2017, and now the pressure was normal. The patient has no discomfort temporarily.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient underwent routine magnetic resonance imaging (MRI) check in (B)(6) 2017. According to the report, the doctor used the pressure regulating tool to adjust the pressure back to the original pressure. Although the pressure file prompted correctly, the patient still appeared to have symptoms of vomiting, incontinence, and difficulty walking. Reportedly, the pressure was adjusted several times in (B)(6) 2017, and now the pressure was normal. The patient has no discomfort temporarily.